Event description:
It was reported that on an unspecified date, uneventful closure of the right femoral artery was achieved after a diagnostic procedure with a starclose device. During a normal f/u exam on (B)(6)2010, the patient complained of experiencing pain in the right groin in the area of the arteriotomy. The pain has been continuous since the vessel closure procedure. The physician reported that the pain has not disabled the patient from her daily routine. The physician examined the area and the pulses are reported to be good. The patient was prescribed 800 mg of ibuprofen for 30 days and to return for a f/u visit. There were no reported adverse patient effects. Though requested, no additional info was available or provided.

Manufacturer narrative:
(B)(4). There was no report of any issues encountered during the vessel closure procedure; the physician reported the closure was successful with no adverse patient effects. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.